Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final found lead insulation degradation at 9.0, 10.2, and 88cm from the connector boot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.